Event description:
Rv threshold stable and chronic at around 2.0 to 2.5 v over at least the past year. Vv en checked in person it was 3.0 v. The output safety margin was changed from 2.0 x to 1.5 x to conserve battery (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).